Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a cal error. Customer also states that the insulin pump went into thresh suspend. The blood glucose reading is 238 mg/dl. Nothing further reported.